Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3550-39, lot# n262420, implanted: (B)(6) 2010, product type accessory; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4). Final analysis of the extensions revealed that "all conductors" were broken 8.8 - 9.2 centimeters from distal end and there was a straight wire in body. It was noted that all circuits were open.

Event description:
It was reported the patient¿s extensions were broken during normal use and were explanted and replaced on (B)(6) 2013. It was stated that there was high impedance >10000 ohms on all electrodes. It was noted the patient experienced less than 50% therapy relief, but the patient¿s status at the time of this report was "alive with no injury/no adverse event.¿ it was later reported the patient felt ¿three times this past winter lost stimulation after third fall.¿